Manufacturer narrative:
The device ro 11 015 has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure related to trajectory planification has been detected leading to a arm collision during the intervention. A surgery delay < 5 minutes was reported.